Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure under general anesthesia, on an unknown date. Approximately two weeks after the procedure, the patient experienced discomfort and perirectal and abdominal pain. Computerized tomography (CT) was performed, and the imagery showed that gel was not set properly. It was noticed that the gel was diffuse all around the prostate. The patient did not present any ulceration, and he has no mucus or drainage. The patient was treated with a steroid pack to help avoid any inflammation. Boston scientific has been unable to obtain additional information regarding this event, despite good faith efforts. Additional information provided on december 12, 2022: it was reported the procedure was performed under monitored anesthesia care (mac) sedation. It was further reported the patient continued to experience pain. The patient was treated with ibuprofen and an injectable steroid. It was also reported that during the procedure the patient had significant movement due to a shortage of lidocaine. The hydrogel was injected into the denonvillier's fascia. In the physician assessment, the misplacement was probably caused due to the patient's movements during spaceoar vue placement. The patient received external beam radiation therapy (ebrt) with 44 fractions and completed his radiation treatment.

Manufacturer narrative:
Additional information: block b5 has been updated based on additional information received december 12, 2022. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Patient code e2330 is being used to capture the reportable event of pain. Patient code e2326 is being used to capture the reportable event of inflammation.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4).

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure under general anesthesia, on an unknown date. Approximately two weeks after the procedure, the patient experienced perirectal and abdominal pain. Computerized tomography (CT) was performed, and the imagery showed that gel was not set properly. It was noticed that the gel was diffuse all around the prostate. The patient did not present any ulceration, and he has no mucus o drainage. The patient was treated with steroids. Boston scientific has been unable to obtain additional information regarding this event, despite good faith efforts.